Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. The tests performed showed that when the pump was squeezed it would dimple. Troubleshooting was attempted multiple times to no avail. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced with a new component. The patient was stable and got better following the intervention. It was also indicated that the new pump was testes several times and the patient was retrained after the surgery.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of pump dimpling could not be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump identified the tubing had been cut down to the pump block and not returned for analysis. The pump was contaminated, therefore, the component was not functionally tested. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. The tests performed showed that when the pump was squeezed it would dimple. Troubleshooting was attempted multiple times to no avail. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced with a new component. The patient was stable and got better following the intervention. It was also indicated that the new pump was testes several times and the patient was retrained after the surgery.